Event description:
During a routine review of downloaded patient data a lifecor customer support technician noted a "gel released" flag in the data. Closer inspection of the flags indicated a possible device malfunction. The patient had not reported any unusual alarms or messages. Lifecor customer support contacted the patient directly and the patient confirmed getting "add gel or replace belt" messages. As a precaution a replacement electrode belt was provided to the patient. The patient will return the suspect electrode belt for evaluation.